Manufacturer narrative:
The product was discarded and therefore stryker spine was not able to complete an investigation of the device. No definitive conclusion for this event could be completed.

Event description:
It was reported that "growing rod extenders were removed because of breakage after being implanted for six months..."